Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had seizure and low blood glucose level due to too much insulin delivering from the insulin pump. Customer stated that the insulin was leaking. Customer stated that the screen was scratched and make it hard to see. The insulin pump will not be returned for analysis.